Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 event was reported for this quarter. 1 device was received for evaluation; 1 event was confirmed. 1 device was found to be affected by corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device safety switch was stuck in the "run" position. 1 reported event had no patient involvement; no patient impact.